Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a broken component. The following information was provided by the initial reporter: it was reported by customer that product had broken component.

Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 19-jul-2022. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used 22g x 1.00in. Insyte autoguard bc unit from lot number 2005974. The needle cover and catheter assembly were not provided for investigation of the insyte autoguard. The needle was un-retracted and inspected for any bends. There were no bends to the needle, and it retracted successfully. Through the inspection, there was no damage or defects associated with the manufacturing process noted on the remainder of the sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a broken component. The following information was provided by the initial reporter: it was reported by customer that product had broken component.